Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2006 - the patient underwent surgery for repair of an umbilical hernia. A ventralex hernia patch mesh, was implanted to repair the hernia defect. In 2007 - the patient underwent surgery for removal of the previously placed ventralex hernia patch. The patient has suffered and will continue to suffer physical pain and mental anguish.